Manufacturer narrative:
H3 - vendor analysis confirmed the event and isolated to a faulted battery. The faulted battery has been replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: b5 corrected to indicate this event involved a navigation system, not an imaging system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving localizer faulted. The manufacturer representative went into the network device interface (ndi) toolbox and found the bump status battery faulted, bump status, and internal temperature faulted. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: -, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced the camera. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was giving localizer faulted. The manufacturer representative went into the network device interface (ndi) toolbox and found the bump status battery faulted, bump status, and internal temperature faulted. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: 9735821, lot number: p900948, was returned to the manufacturer and analysis confirmed the reported event. The returned positioning sensor unit (psu) had scratches on the housing. A check of the event log showed intermittent firmware incompatibility dating back to june of 2018 and intermittent illuminator current low dating back to september of 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .606 millimeters (mm) with a passing threshold of .250mm. Previously reported codes, b01 and d02, are applicable to this returned product analysis as well as newly reported codes, c07, c08, and c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.